Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient was revised on left knee due to instability and pain.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: photographs of the explanted insert component were provided. The component appears to be damaged as part of explantation. -medical records received and evaluation:medical review of the information provided indicated that there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for the two revision procedures for instability in this case. -device history review: there have been no reported relevant discrepancies for the referenced lot. -complaint history review: there have been no reported similar events for the lot referenced. Conclusions: based on clinician review of the information provided, there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for the two revision procedures for instability in this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on left knee due to instability and pain.